Event description:
Approximately four weeks ago, a (B)(6) old male patient underwent a proximal humerus orif. Patient returned to facility, on an unknown date, complaining of pain. X-rays revealed a break in the plate. Patient was returned to operating room on (B)(6) 2012 and surgeon explanted all hardware and revised patient to another orif and bone graft.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis. Information received from hospital.